Manufacturer narrative:
One actual sample and 10 companion samples were received for evaluation. Visual inspection was performed with naked eye with no issues noted. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed with no issues noted. No leak or issues with connection between titanium adapter and patient adapter. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the nurse had 11 transfer sets that could not be properly connected to the catheter adapter for the patient. This was noted when the nurse was trying to set up the device. There was no patient injury or medical intervention associated with this event. No additional information is available.